Event description:
Post operative chest film revealed retained piece of stapler. Clinical entineering examined both staplers used in the procedure. The broken stapler is 72.62 mm x 42.85 mm high and 8.22 mm wide. The piece retrieved was the strike plate measuring 59.88 mm long x 6.35 mm wide and 2.73 mm high. The plate is bowed along its length and appears to be missing a crimp on the sides 6.35 mm from the rounded end. The bowing of the plate and missing crimp allowed the plate to slide off the plastic plate holder during the removal and contributed to the incident. The device is a available for on-site inspection for a period of sixty days following this report.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.